Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 437mg/dl. Customer did not experience any symptoms of high blood glucose and states that they have not yet treated high blood glucose. Customer states that insulin exited at the qr. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.